Event description:
It was reported that the patient was revised due to mechanical loosening of the tibial component.

Manufacturer narrative:
A review of the revision operative notes revealed that there was a tremendous amount of fluid inside the joint. The tibial component had subsided into varus and after exposing it, it was able to be easily removed and it was also noted that the tibial cement had de-bonded from the proximal tibia. Patient had excellent stability to the knee medially and laterally, both in flexion and extension with good patellar tracking. Zimmer package insert states loosening of the prosthetic knee component as a potential adverse effect of the surgical procedure. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined.

Manufacturer narrative:
This report will be amended when our investigation is complete.